Manufacturer narrative:
Additional information added in section b: describe event or problem investigation results: 1. The customer returned one photo but did not return the defective sample. The septum of the sample in the photo has shifted, causing leakage. 2. DHR/bhr review (lot#5076543): 1) this batch of products were assembled at intima ii auto line 3 in apr 2025 and packaged at cfs package line in apr 2025. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 3. Functional test (45psi leakage test) is conducted on the retained sample of the complained batch, the test is passed, and no abnormality is found at the sample. 4. Cause analysis: 1) the septum and the catheter hub are bonded by uv adhesive. After the adhesive is dried, the visual inspection system conducts 100% inspection, which will automatically identify and remove defective products. The visual inspection system is challenged with standard samples every 12 hours and when changing product gauge to ensure the effectiveness of the inspection. 2) according to communication, the set flow rate of the contrast agent during use is 3.5 ml/second, which exceeds the recommended value of 3.0 ml/second in the product's technical requirements for a 22g indwelling needle, potentially leading to abnormal phenomena such as the septum popping out. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. According to communication, it has been understood that the flow rate of the contrast agent during use has exceeded the recommendations for the 22g indwelling needle in the product technical requirements, so the root cause of the displacement of the septum and the leakage cannot be confirmed to be related to production.

Event description:
Additional information from follow-up response: a power injector was used to inject fluid through the device. The maximum pressure setting is no more than 300 psi, and the flow rate setting is 3 ml/second for a 22g catheter. Parameter settings for the department of radiology at (B)(6) hospital: pressure: 280 psi. Flow rate: 3.5 ml/second.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd a-eva-ai1-sm1-- intima-ii y 22gax0.75in prn ec slm npvc - 383076 - leakage at septum. The hospital's radiology department reported that blood and fluid leaked from the isolation plug during product use. A claim is required, a complaint response letter is required, and a complaint receipt letter is required. The defective product can be returned, and photos are available.